Event description:
A part at proximal side was detached 5 days after replacement.

Manufacturer narrative:
The complaint was confirmed, but the exact mechanism of damage is unknown. The peg tube was received separate from the genie ii plug and clip. The clip had been locked around the plug. There was no tensile weakness in the tubing that would indicate the device was overstretched. No manufacturing defects were found on the genie ii components or the peg tube. The product IFU indicates to insert the plug "until it is completely installed. The gastrostomy tube will contact the underside of the plug." The plug was reattached to the peg tube and secured with the clip, and an attempt was made to pull the tubing from the plug, but the device was secure and could not be separated. A chr was not completed since the lot info was not provided by the complainant.